Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the confirmed video cable connector failure caused the imaging issue, however, the cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the clip of the visera elite video system center was noted to be loose. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, noisy image was noted due to a defective connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.